Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted to review device data. Ts reviewed and found the episode had non-physiological signals in primary vector which were gone post shock. Ts discussed troubleshooting options and recommended to get x-rays. At this time, the electrode remains in service. No adverse patient effects were reported.